Event description:
It was reported that after a da vinci-assisted pyeloplasty surgical procedure, the monopolar curved scissors instrument's conductor wire was broken. The instrument was removed and replaced with a backup. Following this, the customer continued with the procedure with no further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Additionally, the instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.070¿ x 0.010¿. There was no material missing. The complaint was confirmed by failure analysis.